Event description:
It was reported that ongoing intermittent occlusions occurred. The customer's blood glucose level was affected, reaching 439 mg/dl. In response, the customer administered a correction bolus using the pump. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.